Event description:
It was reported that the right ventricular lead had t wave over sensing in episodes that were reviewed. The caller was considering re-programming to decrease sensitivity but was going to consult with physician first. Follow up to determine if the reprogramming occurred was not able to obtain any additional information. The lead remains in use. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.